Event description:
It was reported that this right atrial (ra) lead had dislodged which appears to have been twiddled. The ra lead was then removed and replaced with the same model. No additional adverse patient effects were reported.